Event description:
A customer reported that their AED's asi is flashing red, and it will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed. This MDR is being submitted due to the AED becoming non-operational as a result of the battery reaching complete depletion without evidence of user intervention or maintenance following the aeds red asi indicating the unit needs attention or servicing.